Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a vitrectomy procedure the lamp would not light. The surgery was initiated and completed as planned. There was no patient involvement.

Manufacturer narrative:
The system was examined. The company representative did not mention replicating the reported event. However, it was noticed that the lens was found cracked in the illuminator module, which was replaced to address the finding. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a cracked lens, however, how or when the nonconformity occurred cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).